Event description:
Customer was hospitalized for dka. The nurse stated that the batteries were out of the pump and the tubing was discolored at both ends. It was said that the pump gave an error alarm when the battery was inserted. The next day, the nurse called back and stated that pump will not prime properly. At that time, the nurse was advised that a replacement will be sent.